Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that the patient with this product presented with serous drainage at the implant site. A pocket infection was suspected. The patient was prescribed with an oral antibiotic and scheduled for a follow up appointment. There were no additional adverse patient effects reported. All available information indicates that the product remains in service.